Manufacturer narrative:
Investigation is ongoing.

Event description:
Low sodium patient results using nova prime plus analyzer, s/n (B)(4), when compared to lab reference method. No adverse event was reported.